Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she was still having problems. Additional information was provided by the consumer, who indicated that she has continual issues with constant glare, inside and outside. She has had decreased vision which the doctor informed her was due to left over astigmatism. She has light sensitivity and dry eyes that she did not have before surgery. She reported having medication treatment for dry eyes and a yag laser was performed on both eyes. There are two medical device reports associated with this consumer. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).